Event description:
The customer reported that a v60 device failed on a patient. This case involves a 44-year-old female (weight: 52 kg; height: not reported) patient with unknown medical history who was prescribed v60 ventilator (unknown configurations and settings) for an unspecified indication. The clinical details leading to the event were reported as follows: the respiratory therapist (rt) placed the patient on v60 at settings ordered by the physician, with pressures and volumes recorded with alarms on and checked. As the rt on shift was finishing charting outside the patient¿s room, he heard an unusual alarm, looked back and the spo2 was trending down. He walked back into the room, and he noticed the v60 screen was black. He called another rt immediately for backup, and the second rt rushed to the patient¿s bedside. By this time, the peripheral capillary oxygen saturation (spo2) was in the 80¿s. They disconnected the patient from the v60 and manually ventilated the patient with o2 while the spo2 improved to acceptable levels (values not provided). While one rt was ventilating, the rt troubleshooting the v60 stated that there was a continuous alarm, no flow or visual alarm and there was a black screen. A videographic recording at the time of the malfunction captured the black screen, with the device annunciating continuous alarms. The second rt returned with another v60, and the patient was transitioned to the backup v60 device. Pending investigation. The device has been sequestered in the institutional biomedical engineering department. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A videographic recording at the time of the malfunction captured the black screen, with the device annunciating intermittent alarms. The respiratory therapist reported that during investigation conducted by their biomedical department, it was discovered that the issue was attributed to a faulty power cord. Further information has been requested.

Manufacturer narrative:
Per the institutional biomedical engineer, the v60 was returned to service but the power cord was disposed of. He was unsure if the power cord used at the time of the incident was the one supplied with the device since the power cord has already been disposed.